Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips (2 test strips samples returned). Most likely underlying root cause of malfunction: user's test strip had a poor technique.

Event description:
Customer complains of erratic results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 116mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been properly stored and were first opened for one week. Customer performed a back to back blood test and obtained 122mg/dl and 125mg/dl fasting. Reviewed meter memory: (B)(4). Customer is concern with the blood results that was taken 44mg/dl & 116mg/dl. Customer states that run a blood test and got 44mg/dl then run another blood test and it gave 116mg/dl. Customer takes check meters memory and customer is unable to see the time and date clearly.